Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had screen was distorted background when pressed. No harm requiring medical intervention was reported. The customer stated that insulin pump was rejected new batteries and battery life was diminished. Customer stated that scratched on the screen of insulin pump and slower to rewind and received no delivery alarm couple of time. The device will not be returned for analysis.